Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken hook cauterizer. The broken piece was not returned, measuring roughly 0.29¿ x 0.05".

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook (pch) instrument has been received for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the hook of the permanent cautery hook (pch) instrument fell off mid-surgery. The fragment fell inside the patient and was retrieved during the same procedure. It was confirmed by the surgeon and the surgical team during the case that the fragment was retrieved by a laparoscopic instrument through a laparoscopic port. The patient has not returned to the hospital due to post surgical complications. No additional surgical procedure was required to remove the fragment.